Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pulse oximeter was tested and had missing segments in the display. There was no patient involvement. There is no report of death or serious injury associated with this event.